Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage to electronic assembly. The device had corroded motor assembly. The device also had cracked case at reservoir tube window corners, belt clip slot, and battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. Customer states that the blood glucose reading is 576 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.